Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 430 mg/dl and 202 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The customer states that a falsely elevated total b-hcg result was generated for one patient sample. The sample generated an initial result of >15,000 miu/ml. Upon auto-dilution the sample generated a result of 28,542.9 miu/ml which was reported and subsequently questioned by a physician as being higher than expected. The sample was retested in duplicate yielding results of 2,184.83 miu/ml and 2,088.04 miu/ml. No adverse outcomes were reported related to this issue.